Manufacturer narrative:
A portion of this product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, visual check of the adhesion of the leads was normal. The setscrews were loosened and the right atrial (ra) lead was pulled from the device. However, the ra lead did not come out of the lead and coil was stretched and exposed. When the right ventricular (rv) lead was removed, the same event occurred. The lead remained connected and the coil was stretched and exposed. The setscrews were tightened and sensing could not be obtained on either lead and rv pacing was intermittent. As a result, the device was explanted and the ra and rv leads were surgically abandoned. A new system was implanted on the left side of the chest. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment of the lead was returned. The attached cathode coils are stretched to approximately 33mm where they are severed. The proximal seal ring was laid back on one side and it was torn. There was insulation with medical adhesive noted 95 percent of the way down the terminal pin windings where it has then been torn around the circumference. This indicates the bond most likely was not appropriate between the insulation/medical adhesive and the anode ring. The anode ring and the rest of the lead was separated from the terminal segment and was not received for analysis. Analysis concluded that it appeared that the force needed to try to remove the terminal from the header exceeded the strength of the bond in this area.